Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5188209.

Event description:
Voluntary medwatch received states that over-sensing of noise and failure to disconnect lead was noted. It was suspected that the lead in question was in contact with another lead. No additional intervention or adverse patient consequences were reported.